Manufacturer narrative:
The insulin pump was received with blank display due and constant tone due to moisture on the electronics assembly. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a vibrating anomaly from the insulin pump. The customer's mother stated that her daughter jumped into the pool with her pump on. The mother stated that the pump is vibrating without an alarm or alert. The customer stated that the tone is occurring. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.